Manufacturer narrative:
(B)(4)

Event description:
On 03mar2016, johnson and johnson became aware of a social media posting regarding the acuvue oasys brand contact lens, received by (B)(6). On (B)(6) 2015 @ 10:56 am the patient (pt) posted the following comments: "I went blind for a month as a result of the corneal scratches which oasys caused. It was six months until I was able to wear contacts (this time (B)(4)) again. My ophthalmologist, who had prescribed the oasys (that had been done by an optometrist) said that my slow recovery was the most traumatic event of her professional career, and she is a surgeon and sits the advisory board of major ophthalmology school. Apparently the problems arise from a mis-match between the lenses and people who have certain eye shape. Well, at least that was my problem--I was in her office three days a week. Her staff started sending me holiday cards I got to them so well--the only happy part of the whole arduous story." Multiple attempts have been made to contact the pt for additional information. The date of the event or event(s), the lot number, affected eye(s), and product availability for return for evaluation is unknown. No additional information is available at this time. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.